Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 200-02-38 - three peg patella 38mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced knee joint laxity - medial-lateral with sudden onset of swelling and painful left knee. Also complains of intermittent 'clunking'. These symptoms have improved but now reports medial-lateral left knee joint laxity & generalized joint stiffness, pain free. As a result, approximately 11 years after initial replacement, the patient was ordered a stabilizing knee brace to be fitted early 2021. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.